Event description:
The dental implant fx4512swc was removed on (B)(6) 2020 due to loss of osseointegration 4 years and 3 months after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted bone resorption during explantation. The patient has recovered without complications.